Manufacturer narrative:
The device is currently in transit to the manufacturing site for investigation. If significant info is identified, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.